Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-13788. It was reported during a system replacement for lead migration (related manufacturer reference number: 1627487-2019-13782, 1627487-2019-13783) the patient's l3 drg lead was stuck part way through the removal. The physician was unable to remove the lead and it was left in the epidural space. It is unknown which lead was left in the epidural space, as such both leads are being reported.